Event description:
Infusion set outer tubing separating form the luer lock. Pt indicated that the tubing lasted for 3 days prior to noticing insulin leaking form the infusiion tube. Pt indicated that she immediately changed the tubing and admin a 2 unit bolus. Pt indicated that her blood glucose had elevated (300's mg/dl). Pt did not report requiring med assistance to address this issue.